Manufacturer narrative:
E2/e3 not provided. The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head was not powering on. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the device was not returned for evaluation, a definitive root cause could not be determined. The cause of "not powering on" could likely be attributed to a faulty cable, connector, or charged coupled device. The instructions for use (IFU) addresses this failure. A labeling review was conducted using the product label ch-s190-08-lb. No anomalies were found. Is the reported risk/harm listed in the IFU? Yes. Per ch-s190-08-lb IFU "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿ reference page 19 as per IFU. "Using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage". Reference page 19 as per IFU. "If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation". Reference page 29 as per IFU. " if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation". Reference page 11 as per IFU. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.